Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent pacing impedance measurements were noted to be within normal limits. Additionally, noise and oversensing was observed on the ra and non-boston scientific right ventricular (rv) lead. Noise response pacing was programmed on, so no pacing inhibition occurred as a result of the oversensing. The noise was suspected to be related to potential myopotentials. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field e3: occupation, g2: report source, h1: type of reportable event, h6: device codes, h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent pacing impedance measurements were noted to be within normal limits. Additionally, noise and oversensing was observed on the ra and non-boston scientific right ventricular (rv) lead. Noise response pacing was programmed on, so no pacing inhibition occurred as a result of the oversensing. The noise was suspected to be related to potential myopotentials. This device remains in service. No adverse patient effects were reported. Additional information was received explaining that insulation damage is being suspected and that there are variable high within range pacing impedance measurements being exhibited on the ra channel.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent pacing impedance measurements were noted to be within normal limits. Additionally, noise and oversensing was observed on the ra and non-boston scientific right ventricular (rv) lead. Noise response pacing was programmed on, so no pacing inhibition occurred as a result of the oversensing. The noise was suspected to be related to potential myopotentials. This device remains in service. No adverse patient effects were reported. Additional information was received explaining that insulation damage is being suspected and that there are variable high within range pacing impedance measurements being exhibited on the ra channel. Additional information was received detailing that this lead experienced fracture and was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, including died and teared insulation and the lead being returned in two segments, severed 38 mm from the terminal end. This was considered typical surgery-related damage. Calcification was also noted on the lead body insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: device codes h6: impact codes additional information was added to the following fields: b5: describe event or problem field e1: initial reporter title e1: initial reporter first name e1: initial reporter last name e1: initial reporter facility name e1: initial reporter address 1 e1: initial reporter city e1: initial reporter state e1: initial reporter zip/post code e1: initial reporter phone e2: health professional? E3: occupation g2: report source h1: type of reportable event h6: device codes h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited a low out of range pacing impedance measurement less than 200 ohms. Subsequent pacing impedance measurements were noted to be within normal limits. Additionally, noise and oversensing was observed on the ra and non-boston scientific right ventricular (rv) lead. Noise response pacing was programmed on, so no pacing inhibition occurred as a result of the oversensing. The noise was suspected to be related to potential myopotentials. This device remains in service. No adverse patient effects were reported. Additional information was received explaining that insulation damage is being suspected and that there are variable high within range pacing impedance measurements being exhibited on the ra channel. Additional information was received detailing that this lead experienced fracture and was explanted and replaced. This lead was returned to boston scientific for analysis.